Event description:
A review of service data has detected a reportable event. During servicing of monitor sn (B)(4), which was returned for normal maintenance, it exhibited pulse test load failures. The last patient to use this monitor did not report any problems.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. As received, the monitor exhibited pulse test load failures. The cause of the pulse test load failure was a poor solder joint at the c19 high voltage capacitor on the defib pcb. The root cause of the poor solder joint cannot be positively identified but is likely a manufacturing error. No adverse event resulted from the poor solder joint. The last patient to use this monitor did not report any problems.